Event description:
The report stated that during use, the rocker switch of the electrosurgical pencil would not go back to the original off position when released. Another pencil was opened to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.